Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) old female consumer reporting on self from canada. The medical history included allergy to pollens and some animals. The concomitant medications included birth control pill once daily for three years. On an unspecified date, the consumer started using o.b tampons procomfort regular for normal menstruation (lot number 0123a, route: vaginal, expiration date and frequency unspecified). On the day of reporting, the tip of the device frayed apart and left cotton inside her body which she had to remove. It was stated that she observed that the device shed or unravel while taking them out of the packaging and the barcode was in double back with sticker on it which was unreadable. The action taken with the device was unknown. This report was assessed as non-serious event. The company causality was assessed as possible. No sample was received and the lot number provided was invalid. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. Without a valid lot number, the device history record cannot be reviewed and the retain sample cannot be verified. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report is considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.